Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones due to low out of range pacing impedance measurements of another manufacturer right atrial (ra) lead. This device remains in service. No adverse patient effects were reported.